Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there was noise on the lv iegm when the physician was coiling the excess lead behind the can during implant. Noise was noted on the ra and rv channels as well at approximately the same time. Leads to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.